Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a fingerstick value of 484 mg/dl after eating a chicken sandwich, and the user elected to discontinue pump use temporarily and administer a manual insulin injection; there was a reported air bubble in the cartridge after a supply change, and the user was advised to change tubing and later change the infusion site once the manual dose was out of the system. Symptoms included hyperglycemia. Outcomes included self-treatment with a manual insulin dose and temporary pump disconnection as instructed. Investigation included troubleshooting and user education regarding infusion set management and post-mdi pump reconnection timing. Investigation of this case revealed a potential infusion delivery issue related to air in the cartridge and the infusion set, with no occlusion alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.